Event description:
It was reported that, patient had undergone revision shoulder replacement. No further information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.